Event description:
Provider states the crossbarace is broken, the provider did not have a serial number or any information on the chair to provide a part number. Provider states the chair is used for a back-up. The caller has no further information to provide.